Event description:
The plaintiff's petition alleges the consumer was "severely injured" when the electric bed she was lying in collapsed, causing her to fall to the floor. The consumer died as a result of the alleged injuries.

Manufacturer narrative:
Device has been in use for 8 years and is no longer in warranty. MFR received info in 2007, detailing the injury along with a serial number of the alleged device involved. Allegation is that the plastic fastener that attaches the cotter pin to the rod was broken and cotter pin was missing. Dealer used a carpenter's nail to secure the rods at the joint instead. A few days after bed was delivered, the nail allegedly fell out of the joint and the bed fell into a reclined position. Info indicates an unapproved modification.